Event description:
Additional information was received wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 6486505.

Event description:
It was reported the patient's lead had migrated. Surgical intervention may be pending.note : it is unknown which lead is related to this issue.